Event description:
The patient contacted animas on (B)(6) 2013 alleging the pump emitted ¿not primed¿ warnings and ¿no delivery¿ warnings since (B)(6) 2013 after a site/set change. The patient reported experiencing elevated blood glucose (bg) of 455 mg/dl with moderate ketones, nausea, vomiting, and chest pain after the site/set change on (B)(6) 2013. The patient reported that she had not used the correction protocol advised for high bg. Troubleshooting revealed despite the report of two prime warnings emitted by the pump the day of the call, there were no records in the pump history of the tubing being re-primed that day. Troubleshooting further revealed the patient had not changed out the site/set again after having elevated bg to rule out any issue with the infusion set or site and continued to bolus with the same site and set. The patient was instructed to change the site/set/cartridge in an attempt to resolve the elevated bg. This complaint is being reported because the patient experienced elevated bg while on insulin pump therapy as a result of use error and improper technique of not changing the site/set/cartridge in response to pump alarms and bg elevation as directed in the instructions for use.

Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
Follow-up #1 date of submission 09/10/2013 device evaluation:the retained cartridge was evaluated by product analysis on 08/21/2013 with the following findings:the retained cartridge passed visual inspection with no damage or defects noted in the luer connection or o-rings. A leak test was performed with no failures being observed. There were no leaks observed from the luer connection, o-rings, or anywhere else in the cartridge.